Event description:
A medtronic representative reported that, while in a cranial tumor biopsy, synergy cranial software became unresponsive after registration. In trouble-shooting, the system was re-booted and returned to cranial. The site was able to make two plans and advance past their saved registration to navigate and lock trajectory. The surgeon successfully obtained two pathology samples with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) privacy laws. Software investigation not completed at time of this report. A medtronic representative, following-up at the site, performed a navigation system checkout, preventive maintenance visit deleted excess patient files, testing all went good.

Manufacturer narrative:
Correct codes now provided. Log file analysis proved inconclusive. Unable to duplicate issue when system tested onsite.